Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Product complaint #: (B)(4). Investigation summary: an investigation confirmed the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. The allegation is against the functionality of the trumatch software, and not the individual case. As per audit correction.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A trumatch surgeon was unable to approve a patient proposal due to a system glitch on the trumatch 3.0 web portal. No surgical delay or patient involvement. This incident occurred before the patients surgery.